Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have a broken belt clip after attempting to take it off of old insulin pump and attaching to new insulin pump. Customer's blood glucose was 594 mg/dl, which was treated with manual injection. No further information provided.